Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their first battery pack "worked it's way out of their back" and came out of their back within about 60 days of getting the implant. Patient said they were supposed to be getting a second battery pack placed next month. Patient reported that they went to a neurologist and found out they had a pinched nerve in between the 4th and 5th lumbar in their spine. Patient asked if the stimulator would work with a nerve pinched. The agent reviewed information about interstim therapy and reviewed indications statement. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that before getting the interstim they had an different manufacturers implant that didn't work at all so that's why their hcp had them try out the interstim.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.